Event description:
This is a report of a home patient (hp) who re-used supplies while connected to the homechoice during fill. Following a check supply line alarm, the patient re-used her supplies to connect a new bag to the heater line. The technical service representative had the patient end therapy due to the non-aseptic technique utilized in attaching the new bag. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, instructs the user not to attempt to reuse any disposable supplies.